Event description:
Reported by the customer as: over infusion. No pt injury. Pump issue found during testing. Pump was not on a pt.

Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing, along with a visual inspection. Conclusions: performance tests confirmed accuracy is out of specification. This device was due for its yearly preventive maintenance (B)(4) 2010. Investigation results show that the device required recalibration.